Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 16 synergy drug-eluting stent, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A device was received under (B)(4) however, during analysis no stent damage was noted. Attempts were conducted to establish whether the correct device had been returned for the complaint of stent damage (gfe 13070527), and the response received stated that "the nurse had mixed up the device". As a result, this complaint was processed as a non-return and the received device was recorded under ncpr (B)(4).

Manufacturer narrative:
Additional information: the batch lot number was removed since the wrong device was sent back.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 16 synergy drug-eluting stent, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 16 synergy drug-eluting stent, it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.